Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and implantable transvenous defibrillation lead exhibited a shock impedance measurement greater than 125 ohms from shortly after implant, almost 3 years ago. More recently, the shock impedance was 105 ohms, however, no clinical event was recorded.